Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical error pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump was exposed to moisture and display was blank. Trouble shooting was performed and display did not return. Insulin pump keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump received with critical pump error and a broken force sensor detected due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch.